Manufacturer narrative:
During a follow up. It was revealed, that there were no alarms in pump history. Instead, it was reported, that the battery was rapidly depleting. Which led to a pump shutdown. Customer reverted to an alternate form of insulin therapy. Initial/30-day report: h6: add device code 2285. Follow up report 1: d9, h3. Initial/30-day report: h6: add device code 2285. Follow up report 1: d9, h3.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. There was no adverse impact to the customer¿s blood glucose level. No further information was provided.